Manufacturer narrative:
Surgical intervention; recurrent hernia occurred; pain occurred; discomfort occurred. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? (B)(4).

Event description:
It was reported in a journal article that the patient underwent a modified lichtenstein inguinal hernioplasty procedure on unknown date between 01/2003 and 05/2005 and the mesh was implanted. The patient possibly experienced slight discomfort, feeling of stiffness, occasionally, occurring foreign body that did not influence daily activity and/or chronic pain possibly affecting the daily activities. It was possible that the patient was suffering from pain described it as stronger than before the procedure. Within one year after repair, the patient experienced recurrence. It was possible that surgical exploration revealed recurrent hernia next to the pubic tubercle and just below the lower and medial edge of the mesh or indirect in the deep inguinal ring. The defect was possibly repaired with a new device anchored with interrupted sutures or transabdominal preperitoneal repair was performed. Then no recurrence has been observed after this repeated repair to date. Additional information has been requested.